Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01738. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior colporrhaphy, excision of right labial cyst, vaginal extraperitoneal colpopexy due to central cystocele, lateral cystocele, incomplete uterine prolapse, rectocele, gaping introitus sui, and labial cyst. It was reported that the patient underwent a robotic-assisted removal of vaginal mesh through the abdomen and a cystourethroscopy on (B)(6) 2015, due to vaginal erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal and cystourethroscopy on (B)(6) 2013 due to urinary urgency and mesh exposure.

Manufacturer narrative:
(B)(4). Additional information: it was reported that due to mesh erosion and protrusion, patient underwent mesh excision on (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011.